Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. The single use loading unit (sulu) was received fully fired and the interlock engaged. The sulu also noted staple pressure ridges were present. The knife blade displayed damage. Functional evaluation included reloaded the returned device with a test reload and obtaining acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: post market vigilance (pmv) received one device. The visual inspection of the instrument displayed no abnormalities. Visual inspection of the single use loading unit noted that it was fully fired and the interlock was engaged. Microscopic inspection of the knife blade displayed damage. Pmv did not perform functional testing; the sample was preserved for engineering. Forwarded to engineering for further evaluation to confirm staples were present in the cartridge.

Event description:
According to the reporter, during ileocecostomy procedure, upon exploratory laparotomy with small bowel resection, the staples did not deploy when it was being used on small bowel ileum tissue. The initial stapler used to begin the case fired fine and laid staples as expected. Two more loads were opened by the staff at the same time. The second firing with the same staple load was fine, the third firing was the reload that is believed to be missing staples completely and transected the tissue without laying staples, no loose staples were found anywhere after firing. Another stapler and staple load were used but because of the failed staple firing there was not enough space to staple again without transecting the ileocecal valve area, so there was an unplanned ileocecostomy. There was unanticipated tissue loss as a result of this problem. The procedure was extended due to having to perform ileocecostomy. The patient was alive and has a permanent injury.